Manufacturer narrative:
Result: damaged footboard control modules.

Event description:
It was reported by service report that the footboard modules had brittle edges, and was coming apart. No pt involvement or adverse consequences were reported.